Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor¿s touchscreen not operating properly was unable to be confirmed. The returned system monitor (serial number: (B)(6)) was tested and evaluated at the service depot on (B)(6) 2022. The monitor was connected to a heartmate test loop and run for several days. During the observation period the monitor¿s touch screen was checked multiple times and each time it was found to function as intended. The system monitor was then functionally tested and passed all tests. The monitor is ready for use and will be returned to the customer. A root cause for the reported issue was unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B), section titled ¿setting up the system monitor for use with the power module¿). Per the power module IFU (¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department (rev. B). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor touchscreen was unresponsive to the touch. The customer sent the system monitor for evaluation and requested repair service.